Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had the distal tip damaged and detach during a therapeutic tcr procedure. The procedure was completed with a similar device. There were no reports of patient harm/involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.